Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported performance breakage suture. Four unopened samples of product code epm8702, lot mhh506 were received for analysis. The product code is double armed. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found. Four sutures pieces of product code epm8702, were received for analysis. The product code is double armed. During the visual inspection of two opened samples (four needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needles and the end of the sutures cut that appears to be by the use of a surgical instrument could be observed; also, two suture pieces were split. Only in a suture piece the functional test could be performed and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened samples, the assignable cause of performance breakage suture suggests an improper handling.

Event description:
It was reported that a patient underwent a CABG with avr procedure on (B)(6) 2019 and suture was used. While tying the knot after the first throw the suture broke mid strand. Another suture from a new box was used. The surgeon said the strands look like they have sat in the heat and looks almost crystallized and looks very brittle. No patient consequences were reported.